Event description:
It was reported to philips that the system failed to start up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.  Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up and it was stuck at 00:00. Upon troubleshooting, fse found that the power supply was burned out and the l1 fuse f12 was blown out. The defective geo ipc was returned to philips for for further analysis and found that there was a failure in power supply unit (psu) of geo ipc. To resolve this issue, fse replaced geo ipc and f12 fuses. After replacement, the device was returned to use in good working order. The codes were updated based on investigation outcome.